Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported the automated impella controller (aic) had a controller error. There was no patient involvement reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: console logs from the reported day of event are consistent with complaint and show an controller error alarm triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench are represented with negative values due to the crc error. Device analysis: the console was returned for further investigation. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Additionally, impella connect module flight button had a mechanical issue, needed hard push to make it operate. Lastly, the purge system was examined along with the pump connected to the console, and no issues were found. Root cause: the cause of the aic controller error alarm and controller error was due to an optical bench fw communication protocol anomaly.